Event description:
It was reported that an experienced pump user discontinued ilet use and requested a return due to repeated infusion set problems, including difficulty removing the needle guard, accidental site removal from the applicator, suspected cannula bending, occlusion alarms, frequent site changes, and hyperglycemia up to 240 mg/dl after switching to teflon 6 mm sets; the user also reported severe lows associated with physical activity and cited concerns about reservoir capacity and lack of an exercise setting. Symptoms included hyperglycemia and hypoglycemia without loss of consciousness or need for assisted care. Outcomes included transient blood glucose excursions without ketone testing, medical intervention, or hospitalization, and a decision to stop using the device. Investigation included collection of user reports and return logistics for device and supplies. Investigation of this case revealed use difficulties with infusion set handling and possible cannula performance limitations in the presence of scar tissue, consistent with infusion set occlusion or displacement, without evidence of pump alert above 300 mg/dl for prolonged periods. It was concluded, based on previously established findings for similar reports, that the cause was unclear given mixed user handling factors and potential site-related issues.

Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.